Manufacturer narrative:
The product was not returned. A video was provided. The lens and cartridge preparation were not shown. The cartridge tip came into view with lens advanced to mid-nozzle. The lens was advanced to the end of the tip. After the lens was advanced into the eye, a mark was observed on the right side of the optic (posterior surface). An unsuccessful attempt was made to remove the mark with the I/a tip. The lens remained implanted. Qualified associated products were indicated. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned for evaluation. Based on the provided video the observed mark had the appearance of a possible scratch and not the reported crack. The lens and cartridge preparation were not shown. No determination can be made from the video as to the nature and origin of the mark. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified there were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that post implantation of an intraocular lens (iol) a crack was found in the optic and the surgery was completed without product replacement. Additional information was requested.